Event description:
The active blade broke int he middle of the case the piece did not fall into pt it was found on drape on the pt. The device was replaced and the case complated with no pt consequence.